Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual and photographic inspection of the returned product noted the shaft of the unit was bent. Additionally, the blister package and exterior box were received with creases and bent. Functionally, the handle was able to be actuated and all 30 tacks deployed but did not seat properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The most probable root cause of the damaged packaging is rough handling of the unit; however it cannot be determined when the rough handling occurred. This could take place during shipping or rough handling of the package before use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia repair procedure. The absorbable tacking device was being used during the mesh placement in the abdominal wall. When the package of the device was opened, found that the shaft of the device was bent. Tried to use the device but tacks were not coming out properly from it. In order to resolve the issue and complete the case, replaced with another absorbable tacking device. There was no patient injury.